Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) and was hospitalized. Upon review it was found that the patient's heart rate had increased and the wave form had changed to a wide qrs. The t wave also increased and was oversensed leading to inappropriate therapy. Since the patient was moving vigorously at the time of therapy delivery and this was the first event since the device had been implanted, the physician decided to monitor the patient. The patient was discharged from the hospital and the s-ICD remains in service. No adverse patient effects were reported.